Event description:
The pt reported that the "up" and "down" arrow buttons were not responding on the keypad. The buttons did not click back. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and all of the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.